Manufacturer narrative:
Monitor sn (B)(4) and electrode belt sn (B)(4) have not been able to be recovered from the event. No download data has been able to be recovered surround the patient death. It is unknown whether a treatment was delivered, or whether the bystander's use of the response buttons prevented a treatment. The patient's ECG rhythm at the time of the event is unknown. The lifevest labeling and alarms instruct bystanders to stand clear of the patient. The lifevest labeling warns bystanders not to press the response buttons.

Event description:
A us distributor contacted zoll to report that the patient passed away on (B)(6) 2015 while wearing the lifevest. The patient's sister was present during the event. The patient's sister reported that the patient fell and stopped breathing. The sister stated that the lifeveset monitor screen was not lit up and that she kept pressing the response buttons. The sister then reported that the lifevest delivered a treatment while the patient was in her arms, and that she was shocked along with the patient. The patient's sister called 911 and attempted to perform CPR. The sister again stated that she was pressing the monitor response buttons to try to "help him breathe". The patient was taken to the hospital where he was pronounced.